Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) not reading EKG. There was no patient harm.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) not reading EKG. There was no patient harm.

Manufacturer narrative:
Corrected data: b5, e3. Updated data: b4, g3, g6, h2, h10, h11.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid/suspect device originally distributed as system 98, upgraded to cs300 using conversion kit. UDI information provided for original model/catalog, as per product labeling.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse was unable to duplicate the reported issue of not picking up EKG. The unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use.

Event description:
N/a